Manufacturer narrative:
The results of the investigation are not available at this time of this report.

Event description:
The event is reported as: the balloon on the et tube leaked during intubation. The patient had to be re-intubated. No pt injury reported.